Event description:
The jaw of a dissecting grasping forcep broke during a surgical procedure. The jaw of the instrument was retrieved and inspected by the surgeons. It was note that the tip was missing. X-rays during procedure no foreign body noted. Surgery may have been prolonged approx 30 to 45 minutes. Pt suffered no adverse effects of incident.

Manufacturer narrative:
Upon receipt the item and all available info will be forwarded for analysis to the MFR.